Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Intraoperative photographs and photographs of the explanted products were provided. Visual evaluation identified the following: there is discoloration on the trunnion and in the head's taper. The explanted products were covered in biodebris. No further evaluation is possible using the images provided. A 12/14 cocr femoral head and the associated liner were returned. There were no allegations against the liner. Therefore, no dimensional or visual analysis was performed on the liner. Visual evaluation of the head identified the following: there were gouges around the other surface. Dark foreign debris was present in the taper. No other damage was noted. Further analysis of the head revealed the following: the taper of the returned device was reviewed via optical microscopy (magnification range 5x - 50x) using a keyence vhx-1000 digital microscope and the taper was assigned a modified goldberg score of 4. A score of 4 corresponds to damage over the majority (>50%) of the surface with severe corrosion attack and abundant corrosion debris. Complaint sample was evaluated and the reported event was confirmed. Review of the head's device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical devices: unknown stem. Multiple reports were submitted along with this report 0001822565-2021-01045. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient was revised due to elevated metal ion levels and pseudotumor approximately 7 years post implantation. Additional information on the reported event is unavailable.